Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv coil and superior vena cava (svc) coil impedances shot up last month for the right ventricular (rv) lead and have remained high with no way to program around. Therefore, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.